Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient on may 30, 2008 and obtained the following information. The patient reported that the alleged issue with the subject meter began a few hours prior to contacting lfs. On original date at 1:15am, the patient tested on the subject meter and obtained a reading of "336 mg/dl" of which he considered very high. The patient reported that the highest his blood glucose usually reaches is "200 mg/dl." At the time of obtaining the result of "336 mg/dl", the patient was unable to confirm how he felt, but as a result of the reading, he took regular and 50/50 insulin (dosage unknown). It is unclear if the patient administered an increased dose of insulin since he bases his insulin on his meter readings, but does not follow a specific sliding scale. Approximately three hours after the reported issue began, the patient reported that he "broke out in a sweat, was confused, and nearly passed out." The patient proceeded with treating self with food and beverage, and confirmed feeling better after self-treatment. The patient denied testing his blood glucose at the time he developed the symptoms. During troubleshooting, the customer care advocate was able to confirm that the patient was using the correct testing technique and that the puncture area was being cleaned properly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on his meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.